Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2009 for low back pain. It was reported that the pt felt unintended stimulation in her abdomen. It was reported that although lead impedance readings were normal, the pt does not feel any stimulation until the amplitude is increased to 19 ma (using different pulse widths). The pt stated that she only felt stimulation in her abdomen. An x-ray showed no anomalies. F/u on the pt found that the next course of action is undetermined. No further info is available at this time.